Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(4). Device evaluated by manufacturer - the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the target lesion was located in the 1st om instead of the 3rd om as previously reported. The non-target lesion was treated was a 3.0x28mm non-bsc stent instead of an unknown drug eluting stent as previously reported. Residual stenosis was 10%. In (B)(6) 2011, the in-stent restenosis of the previously deployed series of promus stents in the proximal left circumflex (cx) to the mid cx was treated with the placement of a 3.0x18mm non-bsc stent and a 3.0x18mm promus stent instead of the 1st om as previously indicated.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced angina and restenosis. The lesion being treated was located in the 3rd obtuse marginal (om). The lesion was 70% stenosed, 2.75mm in diameter and 18mm long. The lesion was treated with direct stent placement of a 2.75x24mm taxus liberte stent. Post dilation was performed. Residual stenosis was 10%. During the index procedure, a non-target lesion located in the mid left anterior descending (lad), was treated with placement of an unknown drug eluting stent. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient was admitted with exacerbation of angina. Cardiac catheterization was recommended. The 1st om was treated with placement of a 3.0x18mm non-bsc stent and a 3.0x18mm promus stent. Post dilation was performed. Residual stenosis was 10%. During the procedure, the right coronary artery (rca) was treated with a 3.0x38mm ion stent. Post dilation was performed. Residual stenosis was 10%. The event was considered resolved without residual effects .the patient was discharged 1 day later on aspirin and prasugrel.